Event description:
The facility reported a fail code 812:02 during biomed testing. Although baxter attempted to obtain info, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.